Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. The sample was not returned. Images were not provided. The complaint investigation is inconclusive for crossed filter legs. Based on the available information, the definitive root cause is unknown. It is unknown if patient and/or procedural factors contributed to the event.

Event description:
It was reported that upon deployment of a vena cava filter, two filter legs were crossed. The filter remains implanted. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The health professional at the user facility did not have any additional details to provide at this time.